Manufacturer narrative:
(B)(4).

Event description:
The surgeon used egia60avm with idrive for transecting jejunum in lap roux-en-y gastric bypass. He found that the stapler has moved only halfway during firing process. So, he tried to push a firing button again and again but a stapler cannot go further. After that he pushed a release button then pulled the stapler out of trocar and changed to another egia60avm. And it's worked. Patient involved w/o injury. No medical intervention required. Surgery time not extended by 30mins or more. Product tested prior to use.

Manufacturer narrative:
(B)(4). Post market vigilance pmv led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary unrelated condition of an anvil clamp mechanism deformation was noted. Replication of the deformed anvil clamping mechanism condition may occur in the device is fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws.